Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No samples were returned. A photo was returned that supported the complaint. 10 retained samples from the same lot number were taken at random, and each used to draw eight bd vacutainer tubes with horse blood, in conjunction with bd suhs. The blood was drawn from an elevated reservoir to simulate venous pressure. In none of the 10 cases, did leakage occur, and all the np sleeves, remained intact throughout. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6306550. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd eclipse¿ needle had a leak where blood would come out at the end of the second tube and flow along the sampling body during sampling. No injury or medical intervention reported.